Event description:
It was reported that the system time was alternating from 6:19am and 6:25am. Investigation confirmed that the issue is related to a known condition where the time master on the unity network broadcasts time changes and the cic reflects these changes, causing multiple time requests and excessive network traffic. This issue can lead to a loss of monitoring on the unity network, which may delay recognition and treatment of a critical patient event. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.